Event description:
Pt said they used a jack frost instant cold pack. They have the pack but they do not want to send it back for evaluation. Pt stated they had surgery and when they came home they had some back pain. They activated the cold pack, wrapped it in a towel and put it on their lower back, hip area. They stated they fell asleep and when they woke up, it had somehow leaked and there was a large red burn area on their hip, shaped like a football. They reported that the next morning there were blisters all over the burned area. They went to the doctor and the doctor said it was a chemical burn and he gave them a prescription to take for it.